Event description:
One endeavor sprint rx drug-eluting stent (3.00 x 30mm) was successfully implanted to the distal circumflex during index procedure. One month post index procedure patient suffered an ischemic stroke (subdural hemorrhage) which was treated with medication. Investigator has indicated that event was not related to the study stent, drug or study procedures.

Event description:
Patient was transferred to a rehabilitation hospital for 3 months before being discharged.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Aspirin and plavix were discontinued during treatment for the previously report stroke.